Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight: not provided. Device lot number: not provided. Additional PMA/510(k) number: k013227.

Event description:
It was reported that an abutment was getting loosened. Doctor removed the abutment screw from the abutment and noticed retaining screw was bent. No impact to the patient reported; implant remains implanted. Tooth location 30.

Manufacturer narrative:
A abut hex-lock 3.5mm imp 4 .5 flare (hla3/4) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and the screw bent. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 3 months. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hla3/4) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and non-verifiable for loosening however malfunction did occur and the reported event was confirmed for bent. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is excessive loading on abutment/implant assembly, abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use and improper patient selection. Also, abutment cone prepped in error; user error, insufficient training, abutment not seated properly; tissue interference and screw not torqued to specification. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.